Manufacturer narrative:
(B)(6). Results: a photo was returned for inspection that showed a tray of tubes with no gel. 100 retention samples were inspected. All samples contained gel. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5300871. Conclusion: the most likely root cause is that a tray that was taken off the line was accidentally put back on. Most likely a tray that is used for weight checks.

Event description:
It was reported that bd vacutainer® plastic ppt molecular diagnostics tube had no gel in the tubes. No injury or medical intervention was reported.